Manufacturer narrative:
No complaint was received with return of device, failure event observed during analysis. Final analysis found a partial lead was returned. Insulation degradation was noted at 4.4 cm from the connector pin which exposed the outer coil. (B)(6). (B)(4).

Event description:
This report is to advise of an event observed during analysis.